Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer did not provide reagent lot; therefore, lot number, expiration date and UDI are not available. The customer did not provide reagent lot; therefore, date of manufacture is not available. The access sars-cov-2 igm assay was not returned for evaluation. There were no reports of system issues at the time of the event. All assay and system verifications met specifications at the time of the event. No hardware errors or flags were reported in conjunction with the event. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest a malfunction. Per current cdc guidelines available on the cdc website, igm antibody can persist for weeks to months following infection. Persistence of detectable antibodies may vary by the test used.

Event description:
On (B)(6) 2021 the customer reported questioned positive covid igm results (access sars-cov-2 igm, part number c58957, lot number not provided) were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for three patients. The customer provided details for one of the three patients (patient 1); there was no additional information provided for the two other patients (patients 2 and 3). The customer reported that, for patient 1, samples tested on using an alternate covid (rapid) igm methodology were negative (methodology not specified). See 'relevant tests/laboratory data, including dates' section for details. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. Quality control was passing within specifications at the time of the event. Other system performance indicators such as system check and calibration were not provided for review. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.